Event description:
As reported to coloplast but not verified, a second set of implants exhibited leakage was reported during filling. Patient was subsequently implanted on (B)(6) 2013.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.